Event description:
One of the technicians pressed the print button about 45 minutes into a study and the workflow closed. When restarted the exam could not be found. The acquisition and machine log files were retrieved and sent to siemens for evaluation.